Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 540 mg/dl. The customer was treated in the hospital with IV fluids and regular insulin drip. The customer was admitted to ER center emt on (B)(6) 2015. The cause of the patient hospitalization as per healthcare provider is high blood glucose and in blood test had kidney infection. The customer stayed in the emergency room for the high blood glucose until blood glucose down and was released.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.